Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the provider, prior to use, when the distributor was confirming the product before use, an abnormal material which was found in the package. A yellow fragment was found in the package. The procedure was completed with another device. There was no patient involved.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Pmv found that the particulate matter met the visual acceptance criteria when it was measured using a calibrated tappi size estimation chart. This material appeared to be small shavings of plastic from the device. This particle was determined to be acceptable by manufacturing and industry standards. The returned sample as received was found to meet specifications. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.